Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for a normal device change out. The set screw proximal to the header was unable to loosen during the procedure. The device was explanted.